Event description:
As reported: "upon doing inspections for pqh 4135808, cracks were found on the ends of additional rods not within the scope of the product hold.".

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that both ends have fine cracks, as reported. Otherwise, the part is in a good and not damaged condition. Inspection of the received information/evidence are done or will be done, in the proceedings of the nc. Based on investigation, the root cause was attributed to a design related issue.